Event description:
Sometime last week, a routine barium enema was performed on a pt. The retension cuff was blown up and sometime during the procedure, broke while in the pt. The balloon was still attached to the tip and was removed. The pt suffered no adverse effect from this incident.